Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with worsening right heart failure. A chest x-ray revealed a loop in the right ventricular lead. The physician attempted to fix the loop by pulling on the lead. When the lead was disconnected from the pulse generator an insulation anomaly was noted. The right ventricular lead was explanted and replaced.